Event description:
Ous MDR. It was reported that syncopes and pauses in the long-term ECG were observed after an implantation time of about 13 months. The pacemaker had been implanted with a synox from biotronik. The pacemaker was explanted.

Manufacturer narrative:
Ous MDR - there were scratches on the backside of the pacemaker housing. The lead attachment screw for the lead contact and the spring element did not show any anomalies during the analysis. The screw could be easily extended and retracted. A lead (matching the lower limit of the is-1 standard) could be sufficiently contacted. In the incoming goods check, it was established that the pacemaker was programmed to ssir mode with 60 ppm/3.5 v with 0.4 ms. Pacemaker underwent an electrical function check. Output signal of the pacemaker was checked. Output signal was normal and matched the programmed values. Next, a disturbed signal perception was noted, during which the pacemaker sensed artifacts. In response, the pacemaker was analyzed destructively. A damaged data line on the hybrid was the cause of the disturbed signal perception. Review of the production documents and final tests showed that all circuits were constructed according to specifications and that the complete pacemaker had, in the end, left biotronik in a functional state. In summary, a disturbed signal perception of the pacemaker was observed. This is an isolated case without systematic background.